Event description:
Additional information received indicated surgical intervention was undertaken on (B)(6) 2018 and the ipg was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.

Event description:
Follow up revealed that the patient will be undergoing an ipg replacement but no date has been scheduled yet.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history the device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6).

Event description:
It was reported that the patient is unable to communicate with her ipg following a hip surgery on (B)(6). The "cannot connect to generator" message was displayed. Troubleshooting was unable to resolve the issue. No surgical intervention is planned at this time.